Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced loss of stimulation due to his ipg being inoperable. The patient failed to charge the ipg as recommended. An sjm representative confirmed the issue. Surgical intervention may be taken at a later date to address the issue.